Event description:
Rptr has very sore breasts, fatigue, memory problems, dry mouth and eyes, hair loss, difficulty in swallowing, stomach pain. She has required many urgent care visits for pain and sickness, leg and arm pain, headaches and fever. She had to have her implants removed on 12/14/93. The ruptured and leaking implants were making her very sick.